Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. D4: batch # 826a21. B3: event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned partially fired 1/10 with the reload pan bent and partially dislodged from the left proximal side. In addition, some drivers missing and out of position. No functional test was performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a21, and no non-conformances were identified.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.